Event description:
The complainant reports an over delivery. The intended delivery was 445ml (rate of 100ml over 4 hr 45 minutes), however, the actual amount delivered was 700ml.

Manufacturer narrative:
(B) (4): the device reported, list number 52034, is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. (B) (4)